Manufacturer narrative:
(B)(4). This complaint for a system error 2240 was not confirmed due to the lack of a sample; however, based on the information gathered during baxter's investigation, the cause of the system error 2240 was due to air being sucked into the disposable after the patient initiated therapy prior to connecting. The patient pressed "go" prior to connecting for therapy. Review of the labeling reveals the homechoice apd systems at-home guide contains sufficient labeling for the user error in this complaint. The lot information was unknown; therefore a batch review was not performed. Similar reports have been received by baxter. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, the device was not requested for evaluation and a batch review will not be conducted. A follow-up report will be submitted upon completion of baxter's investigation.

Event description:
A patient contacted global technical services (gts) regarding assistance with a system error 2240 while using the homechoice (hc) during the initial drain. Gts explained that a large amount of air had entered into the disposable set and had the patient cycle power twice to clear the error. The patient pressed "go" prior to connecting for therapy. Gts explained the supplies were compromised and she would need to start over with new supplies. The patient elected to complete therapy with manual supplies. Gts advised the patient to call her dialysis nurse within 24 hours and let her know what happened. No injury or medical intervention was reported.